Event description:
Patient arrived in the cath lab in cardiogenic shock with b/p of 52/40. Nurses unable to palpate distal pulses. Arterial sheath and venous sheath in place in right femoral area. A swan ganz catheter in place via sheath in right groin. An arterial sheath and two venous sheats inserted in left femoral area by dr. Insertion was atraumatic and without unusual manipulation. Dr. Attempted to insert guidewire through sheath in l. Femoral area and was unable to advance wire. Introducer sheath was then removed by dr. Approx. Two inches of distal end of sheath sheared off and remained on patients l. Femoral vein. Unable to visualize sheath on fluroscopy. Patient's conditon remained too critical to attempt retreival. Dr. Discussed situation with patient's family. Following insertion of intra-aortic balloon catheter via right femoral artery, tranvenous pacemaker, left and right heart catheterization the patient was transferred per helicopter to ukmc for evaluation for coronary artery bypass graft surgery. The patient expired the following day without going to surgery.the portion of the sheath removed by the dr. Was kept by the cath. Lab. Staff for evaluationdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.